Event description:
Caller reported a cartridge alarm 30 and confirmed no adverse impact to the customer's blood glucose level. Although the issue did not occur during the load process, cartridge alarms were noted with consecutive cartridges. Customer support resolved the matter by arranging for a pump replacement as the device was still under warranty, and ensuring the customer was informed about programming settings into the new pump. The customer was advised to return the problematic pump using a pre-paid label within ten days to avoid additional charges and was instructed on placing the pump into storage mode. A replacement pump with updated software was sent to the caller, who acknowledged all instructions provided.